Event description:
The customer reports that the display is dim even when set on the brightest setting. There was no patient involvement. The remote service engineer advised the customer to replace the user interface assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer did not respond to requests for additional information. The complaint will be processed for closure. If further information is obtained, the complaint will be reopened.